Manufacturer narrative:
The insulin pump had an unresponsive act buttons due to corroded keypad traces. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 46 mg/dl due to raising her basal rate due to recent high blood glucose readings. The customer treated the low with grape juice. She wanted to do a temp basal but her keys were not responding properly. Troubleshooting was initiated for the keypad anomaly: the up and down arrow keys were unresponsive, the action button was sticking, and the escape key works intermittently. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.